Event description:
It was reported that 10 bd plastic non-sterile luer-lok¿ tip syringes' plungers were difficult to pull back to draw up medication. The following information was provided by the initial reporter: "as for the issue, ¿the plunger was very hard to pull back. Took a lot of force to make it pull back to draw up medication.¿"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one loose 5ml luer-lock syringe (p/n 301027) was received and evaluate. The sample was tested and found within specifications for breakout and sustaining force. The reported defect was not identified in the samples received; therefore, corrective action is not required. A device history record review was completed for provided lot number 1285287. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 10 bd plastic non-sterile luer-lok¿ tip syringes' plungers were difficult to pull back to draw up medication. The following information was provided by the initial reporter: "as for the issue, ¿the plunger was very hard to pull back. Took a lot of force to make it pull back to draw up medication.¿"